Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information, assisted the caller with resetting the pump, and the same malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood. Called called back and reported malfunction recurred. Cts to replace pump.